Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cubie had failed to stay closed. A field service engineer (fse) remoted into device and customer successfully recovered failed cubie pockets no other issues present. The system functioned as intended after field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie failed to stay closed. The customer attempted to recover the storage space and power cycle the pyxis system; however, the hardware issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.